Manufacturer narrative:
A specific cause for the reported event could not be determined. The device remains in use supporting the patient and was not available for evaluation. No further issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age was not provided. (B)(4). Approximate age of device ¿ the day of implant. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the implant procedure, after the pump was connected to the apical cuff, the surgeon observed that the pump body easily rotated in the apical ring. No bleeding was observed. The surgeon used an additional prolene suture and fixed the pump at the outflow elbow, to prevent free rotation in the apical cuff. No additional information was provided.